Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. H6: proposed component code: mechanical (g04) - provisional bottom visual examination of the provided photograph identified that the device is fractured. The instrument was not returned for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was confirmed by review of provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during an initial total knee arthroplasty, the tibial articular surface provisional instrument fractured during the trialing process. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event, to date no additional information has been reported.